Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E1 - (B)(6).

Event description:
Description of event kohashi et al. The anti-migration effect of partially covered self-expandable metal stents for unresectable malignant distal biliary obstruction: a multicenter comparative study. In this study patients with unresectable mdbo who underwent placement of pcsemss (evolution biliary stent; cook ireland ltd.) In endoscopy units. Both stents were placed at the biliary stricture during endoscopic retrograde cholangiopancreatography. Endoscopic sphincterotomy was performed before sems insertion. The length of the sems was selected according to the length and location of the biliary stricture. The proximal end of the sems was placed 10 mm beyond the biliary stricture and the distal end was placed 10 mm into the duodenal lumen across the papilla. Stent occlusion x7 (4x tumor overgrowth, 3x sludge) pancreatitis x4 cholecystitis x2 non-occlusive cholangitis x2 liver abscess x1 pcsems group = 39 patients; fcsems group = 42 patients. Age: median 74 years (pcsems; range 21¿96) vs median 68.5 years (fcsems; 44¿90). Sex: pcsems 22 male (56%) / 17 female (44%); fcsems 22 male (52%) / 20 female (48%).

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-jan-26.

Manufacturer narrative:
Device evaluation: the evolution® biliary stent system ¿ partially covered of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(6), and it was created in response kohashi et al. The anti-migration effect of partially covered self-expandable metal stents for unresectable malignant distal biliary obstruction: manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use japanese insert (c-es1608y02) lists stent occlusion pancreatitis cholecystitis cholangitis and infection as adverse events: there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. Possible root causes were due to patients pre-existing conditions. Also, as previously noted ¿stent occlusion pancreatitis cholecystitis cholangitis and infection¿ is listed as a potential adverse events in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 16 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter require intervention/additional procedures,.